Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.

Event description:
Customer reported 1657 tegaderm chg dressing was used to cover central venous catheter site on elderly female bmt patient. Reported patient experienced redness, scabbing and tan/green exudate on skin near insertion site. Reported treatment with vancomycin and catheter was removed and replaced in another location due to skin condition. Reported cultures were negative. Reported skin condition was improving. Reported dressing changes daily for 4 days prior to catheter removal due to bleeding from scabbed area.